Manufacturer narrative:
The device was received deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Data obtained from the device generated an 0x67 occlusion alarm. During investigation, the sma wire assembly was measured and found to be out of specification. The pcb was removed from the chassis and sma assembly was examined. No damages or defects were observed that would contribute to the observed high resistances. The cause of the observed high resistances could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 428mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient took a manual bolus and then applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.